Event description:
It was reported, that the patient presented for a follow-up in the clinic, due to suspected lead dislodgement. This prompted the physician to order a chest x-ray. And it was confirmed, the atrial lead was dislodged. The atrial lead was explanted and replaced. The patient experienced no consequences.